Manufacturer narrative:
The aats/sts guidelines defines paravalvular leak and endocarditis as reportable. Therefore, this is being reported. This is an expected adverse event and is occurring within expected rate. No trend is seen. No autopsy was done and valve not explanted. Review of device history records for this valve shows the valve was built per specifications.

Event description:
Event occured in (B)(6). Patient death, post-op late (5 months). Background: disease etiology: prosthetic valve (not an on-x valve) dehisced due to infective endocarditis (ie) in (B)(6) 2012. Patient had stopped taking warfarin. Emergency re-do aortic valve replacement on (B)(6) 2013 w/ on-x valve. Upon discharge date 12/26/2013, echo showed grade ii aortic regurg. (Trans + perivalvular). Inr=1.76, nyha class I, sldh =205. Patient died (B)(6) 2014, recorded as valve-related due to previously-described disease etiology. It is not clear if the on-x valve also dehisced due to ie. On (B)(6) 2015, onxlti received a set of data from the sponsor of a (B)(6) post-market study, where-in they wanted on-x to do data analysis on a set of data containing adverse events. The valve on this MDR is one of the ae's. See scanned chart. There are no statistically significant differences in these rates and this trial was run at inr of 1.5 to 2.5 versus the PMA at 2.0 to 3.0. At lower inr lo rates are expected based on our research. So these events while MDR reportable as individual occurrences, they are overall in the range expected.